Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 40 mg/dl; cause was not known. At the time of call with customer technical support the customer was still in the hospital. The customer was treated with intravenous fluids of saline and insulin. Multiple follow ups were made to obtain additional information; however, a response was not received.

Event description:
It was reported that the pump battery could not be charged. Subsequently, the customer went to the emergency room (ER) was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 720 mg/dl. Customer was treated with intravenous fluids (IV) of saline and insulin. At the time of call with customer technical support the customer was still in the hospital. Additional information was not provided. The customer reverted to an alternate method of insulin therapy.